Manufacturer narrative:
Submit date 10/12/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reported that in two of the packs, the gauze flaked off bits of string onto the field. This was reported on the basic set up pack. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
The customer submitted one photo of a blue drape which was evaluated for the reported condition. The photos clearly showed short white fibers located on the blue drape. The customer returned 20 sponges of product code 7148. The samples were evaluated for the reported condition and clearly showed short fibers falling from the sponges when agitated. A device history record review (DHR) could not be performed because the lot number provided by the customer is not a valid lot number. The root cause for the reported condition cannot be specifically identified however the potential cause could occur during the cutting process; short fibers may develop as a result of a miss cut by the blades. As a corrective action a formal corrective and preventative action has been initiated. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.